Manufacturer narrative:
Review of instrument images: batch 351, (B)(6) positive results for cells 1 (4+), 3 (4+), 6 (4+), 7 (4+), visually positive. Negative results for cells 2, visually neg. 4,5,8,9,10,11, 12, 13, 14 (cells 4-13 visually appear pos). Four (4) (c- c+), 5 (c+ c+), 8(c- c+), 9 (c- c+),10 (c- c+), 11(c- c+), 12 (c- c+), 13 (c- c+) 1 (e+ e+), 3 (e+ e+), 6 (e+ e+), 7 (e+ e+). Batch 350 (B)(4). Positive for cells 2 (4+), 4 (4+), 14 (4+) visually positive negative for cells 1,3,5,6,7,8,9,10,11,12,13 cells appear weak positive visually for all cells. On (1) (c+ c+), 3(c+ c+), 5 (c+ c+), 6 (c- c+), 7 (c- c+), 8(c- c+), 9 (c- c+),10 (c- c+), 11(c- c+), 12 (c- c+), 13 (c- c+) batch 354 (B)(4). Cell I (neg) visually neg, cell ii (4+) visually pos, cell iii (neg) visually pos cell ii and iii (c-c+) technical communication (B)(4) states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal. Customers were advised to perform a visual verification of negative reactions before final release of those well results.

Event description:
On (B)(6) 2016 a customer reported unexpected negative results when testing a patient sample using capture-r ready-ID (crrid) lot id308 on the galileo echo instrument. The sample was also tested with with capture-r ready-ID extend I lots dp089 and dn095 with negative reactions for anti-c.